Event description:
The day after implant, the pt developed a headache that progressed into a migraine. A week later the pt turned her stimulation off, relieved the symptoms. When the device was turned back on, the headache returned. The pt was receiving good therapy and she continued to turn the device on and off and the headaches coincided with the device being on. The pt also has a history of migraines but hadn't experienced any for a few years. Reprogramming was unsuccessful and the entire system was explanted. The pt recovered without sequela.